Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. Furthermore, the instrument was found to have indentations on the edge of the distal idler pulleys. This failure is most commonly caused by mishandling/misuse, such as instrument collisions or impact from an external object. In addition, the instrument was found to have scratches on the yaw pulley and the proximal clevis. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.160¿ - 0.195 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the instrument log for the 8mm permanent cautery hook (part# 420183-14/ lot# n11190404/sequence# 173) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system# (B)(4). The instrument had 2 lives remaining. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook was found with a broken cable. A backup instrument was used to continue. The procedure was completed with no reported injury.